Event description:
Per the clinic, the device was explanted on (B)(6) 2022, due to extrusion of the receiver/stimulator. Additional information has been requested but it has not been made available as of the date of this report.

Event description:
Per the clinic, the patient experienced an infection around the receiver stimulator and magnet site. Subsequently, the patient was treated with oral and topical antibiotics (specific date and duration not reported) and was hospitalized to receive IV antibiotics (specific date and duration not reported).